Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00695: case 1, 3025141-2019-00696: case 2.

Event description:
Article: displaced midshaft clavicle fracture in athletes - should we operate?; de souza, neydson andre solposto marques; belangero, paulo santoro; de figueiredo, eduardo antonio; pochini, alberto de casto; andreoli, carlos vicente; ejnisman, benno; rev bras ortop, 2018; 53(2): 171-175. Case 3: patient's broken clavicle was treated by implanting an acumed midshaft clavicle plate. Patient experienced thrombosis of the subclavian vein which responded to conservative treatment.